Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00041, 0001822565-2021-00482, and 3007963827-2021-00042. Medical devices: femur cemented posterior stabilized (ps) standard right size 9 catalog#: 42500606602 lot#: 64578123. Articular surface fixed bearing posterior stabilized (ps) right 11 mm height catalog#: 42521400711 lot#: 64090751. Tibia cemented 5 degree stemmed right size e catalog#: 42532007102 lot#: 64633334. All poly patella cemented 35 mm diameter catalog#: 42540000035 lot#: 64602005. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee revision eight months post-implantation due to loosening. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.